Event description:
It was reported to medtronic minimed that the customer experienced crack at the bottom of the pump, along the battery compartment and also received change sensor alert, sensor updating alert. The customer reported no adverse event. The event involved products mmt-7040a and mmt-1884l. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump's functionality. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Edtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, peeling serial number label, pillowing keypad overlay and stained keypad overlay. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor updating alert, or change sensor alert noted. The pump passed self test. Carelink upload was successful. The pump passed self test. Cosmetic damage was confirmed at the back of the pump. Damage- cracked case battery tube confirmed at the back of the pump. No current code/category not confirmed (sensor updating alert and change sensor alert not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.